Event description:
Allegedly, patient was revised due to mom complications( corrosion of the prosthesis; pseudocapsule wsa removed; chronic soft tissue inflammation and necrosis: left.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01185, -01186, -01187, -01188, -01189, -01190.